Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. The reported issue of arcing with the instrument could not be replicated or confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips/tips opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. Additional observation(s) not reported by site: the instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument was found to have grip input shaft #6 broken. The instrument was found to have hairline cracks on input shaft #6. Other backend components adjacent to the broken inputs do not show damage.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer observed sparks while using the maryland bipolar forceps (mbf) instrument. The customer used a backup mbf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the reporter confirmed that the instrument, and the cannula were inspected prior to use and there was no damage or anything out of the ordinary. A pin gauge was used to inspect the cannula. The reporter confirmed that the instrument's tips did not collide with other instruments or tools during the procedure. The arcing was observed at the tip of the instrument, but the instrument was not in contact with the tissue at the time of the arcing event. Bipolar energy was activated by the surgeon while cauterizing the tissue. The reporter confirmed that an ft10 generator was used in the procedure and the instrument was properly connected to the ft10 generator. The reporter denied knowledge of whether the instrument's jaws were immersed in liquid or contaminated by carbonized tissue before activating the instrument. The reporter was unaware of the surgeon's perspective on the cause of the arcing event. The reporter confirmed that there was no injury to the patient and the patient has not returned to the hospital due to any post-surgical complications. The reporter denied knowledge of damage to the instrument after the arcing event. Additionally, the reporter denied knowledge of the settings used on the generator, other instruments being used when the arcing event occurred, or how long the instrument was used before the arcing event. The reporter confirmed that the instrument's tips did not collide with other instruments or toll during the procedure. No photographic images of the device or a video recording of the procedure are available for isi review.